Event description:
The doctor reported that when he put the guide on the pt the fit was slightly tight but fine. Doctor laid a flap at both sites #13 and #14. He drilled the pilot drill, took a pa, and noticed #13 was too mesial and was close to the root of #12. If the doctor had continued with the drilling sequence, he may have hit the root of #12. The doctor reported that he free-handed the rest of the surgery and moved both implants more distal resulting in successful implant placement.